Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: product type: catheter. (B)(4).

Event description:
It was later reported that narcan was given to the patient. As of (B)(6) 2014 the patient was home and doing well. It was unknown what caused the event. The pump was used to infuse compounded baclofen (concentration: 200 mcg/ml, dose rate: 57 mcg/day to 28.57 mcg/day), fentanyl (concentration: 3500 mcg/ml, dose rate: 999.1 mcg/day to 500 mcg/day), clonidine (concentration: 100 mcg/ml, dose rate: 28.54 mcg/day to 14.28 mcg/day), and bupivacaine (concentration: 20 mg/ml, dose rate: 5.7 mg/day to 2.85 mg/day).

Event description:
It was reported the patient had a refill on the date of this report, and 20-30 minutes later, the patient suddenly became unconscious while driving (no automobile accident occurred because of it). An overdose was reported. The patient went to the emergency room (ER) and was intubated. The patient's daily dose was decreased by (B)(6). The patient was moved from the ER to the intensive care unit (ICU) and was "some-what responsive". There was no noticeable swelling around the pocket area. The patient was noted to be thin and elderly. Withdrawing the medication from the pump was reviewed. The pump was used to deliver fentanyl, clonidine, bupivacaine and baclofen. Additional information has been requested, but was not available as of the date of this report.